Event description:
It was reported by service report that the right foot caster needs to be replaced. The foot right caster has the rubber broken off of the wheel. No pt involvement or adverse consequences are reported.